Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer's blood glucose level was 541 mg/dl. The customer changed the infusion site, cartridge and tubing after receiving an alarm. The customer declined tandem technical support's offer to trouble shoot to help determine a possible cause of the occlusions.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.